Manufacturer narrative:
At this time, no further information has been received and this investigation is considered complete. If further information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low r-wave amplitude, poor sensing, and intermittent capture the day after it was implanted. The patient was not pacemaker dependent, and no adverse events were reported. Subsequent information from the local field representative indicated that a lead revision procedure was performed. The lead was determined to have dislodged. The lead was successfully repositioned. There were no additional adverse patient effects reported.